Event description:
Same event as MFR report#: 2134265-2008-00040 and 2134265-2008-00038. Per facility medwatch rec'd, it was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a vessel perforation occurred. The stenotic lesion was located in a highly tortuous area of the left anterior descending (lad) coronary artery. Multiple attempts were made to pass the pt2 and iq guide wires through the stenotic area. A maverick balloon catheter was used for angioplasty and a perforation was noted in the lad. Another MFR's stent was implanted to treat the perforation. Six days later, a pericardial window was placed. Pt status is reported as "stable" after the window placement. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.